Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found.

Event description:
It was reported during the procedure, when inserting the locking cortical peg, the locking cortical peg didn't fully seat into the plate, and a piece of metal emerged from the locking cortical peg. The reported locking cortical peg was disposed of by the hospital. There were no adverse consequences to the patient., and there was no delay in surgery. This report is related to report number 3025141-2022-00331 for the plate involved in this event.